Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead will be explanted due to an infection and pocket erosion. It was noted that the header of the device was exposed and the patient was pacemaker dependent. Additional information was requested; however, no further information is currently available. Subsequently, a revision procedure was performed and this lead was explanted.